Manufacturer narrative:
This report is based on information provided by philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. The philips authorized service provider (asp) evaluated the device on site. It was determined that this was a malfunction of the battery, which was replaced, and the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The asp replaced the battery to resolve the issue.

Event description:
Philips received a complaint on the heartstart mrx als monitor indicating that the device failed to charge. There was no patient involvement.